Event description:
Upon further investigation it has been determined that the carex bed support rails are not overseen by the FDA, but by the cpsc. This incident has been reported to the cpsc and any further information received regarding this event will be provided to the cpsc.

Event description:
An (B)(6)- year old woman was found deceased in an assisted living home after becoming wedged between a bed rail, and her mattress. The victim's official cause of death was asphyxia. The victim is reported to have several alcoholic drinks a day, and tested positive for alcohol after her death. Her torso was wedged between the mattress and bed rail, with her left leg draped over the bed rail. The victim lived at an assisted living facility, and died from positional asphyxia in her bed with bed rails. She is reported to have several alcoholic drinks a day, and tested positive for alcohol after her death. She was found at approximately at 7:10 a.m., wedged between the mattress and bed rail. Her torso was wedged between the mattress and bed rail with her left leg draped over the bed rail. Multiple and varied attempts were made to contact the director of the assisted living facility regarding the product involved. However, no response was received. The history and status of the bed rails involved in the incident are unknown.